Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that approximately one month following a cataract removal with an intraocular lens (iol) implant procedure, the patient experienced blurred vision, eye pain and eye swelling. The cornea was transparent, anterior chamber 1mm level. Emergency treatment, anterior chamber irrigation, vitreous cavity injection of antibiotics, local and systemic anti-inflammatory treatment. The current patient status was reported as improved.